Event description:
It was reported that the patient had a surgery in (B)(6) 2012 using starr device, which was followed by several medical complications. In this notification it says there was no visible evidence during the surgery that anything was wrong with the product.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. (B)(4).